Event description:
It was reported that during surgery for femoral fracture, the radiolucent drill bit broke. It was also reported that the surgeon removed the drill bit from the pt by cutting additional skin. It was further reported that there were no broken pieces left behind and there was no pt injury. It was also reported that another drill bit was readily available and the procedure was completed successfully.

Manufacturer narrative:
The drill bit subject to this MDR was returned for evaluation. It was visually confirmed that the drill bit was broken along the fluted portion of the drill. The returned drill bit was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.